Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip implantation were reported in a research article in a subject population with multiple co-morbidities including tricuspid regurgitation, degenerative mitral regurgitation, functional mitral regurgitation, mixed mitral regurgitation, diabetes, hypertension, chronic obstructive pulmonary disease, anemia, stage greater than three kidney disease, previous myocardial infarction, percutaneous coronary intervention (pci), coronary artery bypass grafting (CABG), prior stroke or transient ischemic attack, peripheral artery disease, atrial fibrillation, atrial flutter, acute heart failure, cardiogenic shock, hemodynamic support, and cardiac implantable electronic device. Complications reported included recurrent tricuspid regurgitation, heart failure, hospitalization, and death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, ¿implications of tricuspid regurgitation severity in patients undergoing mitral transcatheter edge-to-edge repair,¿ was reviewed. This research article is a retrospective single center experience to evaluate the prevalence, correlates, and consequences of tricuspid regurgitation (tr) grades and postprocedural trends. Patients undergoing first-time mitral transcatheter edge-to-edge repair (teer) interventions were assessed for pre-, intra-, and postprocedural aspects up to 1 year. Between january 1, 2023 and december 31, 2022 patients were treated with a mitraclip. The article concluded that among patients undergoing mitral teer, above-moderate tr at baseline and closely related moderate-and-above tr at 1 month post procedure are highly prevalent and signal a suboptimal course. The primary author of the article is alon shechter. The correspondence authors are robert j. Siegel, raj r. Makkar, and alon shechter. Corresponding email: robert.siegel@cshs.org; raj.makkar@cshs.org; alonshechter@gmail.com. Between january 1, 2023 and december 31, 2022, 1287 patients were treated with mitraclip. The mean age was 78 years and 60.3% were men. As this is from a literature review, patient weight was not provided. Comorbidities included: tricuspid regurgitation, degenerative mitral regurgitation, functional mitral regurgitation, mixed mitral regurgitation, diabetes, hypertension, chronic obstructive pulmonary disease, anemia, stage greater than three kidney disease, previous myocardial infarction, percutaneous coronary intervention (pci), coronary artery bypass grafting (CABG), prior stroke or transient ischemic attack, peripheral artery disease, atrial fibrillation, atrial flutter, acute heart failure, cardiogenic shock, hemodynamic support, and cardiac implantable electronic device. Adverse events included: the mitraclip may have caused or contributed to recurrent tricuspid regurgitation, heart failure, hospitalization, and death.

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title implications of tricuspid regurgitation severity in patients undergoing mitral transcatheter edge-to-edge repair the additional patient effects reported in the articles are captured under a separate medwatch report. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.